Event description:
Customer reports false negative results when testing her and her husband with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result obtained on the customer. See related case for false negative result obtained for the husband. Individual received a false negative result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 19897c, reader sn (B)(4)). A cue covid-19 test performed on the same day provided a positive result. Individual tested positive with unspecified covid-19 antigen tests (frequency, brand and date of testing not provided). Individual has been exposed to covid-19 recently. Cartridges were stored within the validated temperature range upon receipt, however, they are concerned about shipping temperatures prior to receipt.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there was one similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.